Event description:
Patient tested positive with bd veritor antigen testing and immediately after and subsequent 2 pcr tests were negative for covid 19. There were total of 15 positive antigen tests with the same product and all patients tested negative when they were tested immediately after and then 2 weeks after with pcr testing. Antigen testing was done as part of cms required screening. Patients reside in a nursing facility and they were asymptomatic. False positive rate was approximately 5 %. Same person tested negative twice with the labcorp pcr. Patient was asymptomatic for covid. FDA safety report ID# (B)(4).